Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received no delivery alarms. The customer also stated the alarm was resolved by an infusion set change. Customer's blood glucose was 516 mg/dl. The customer stated they had treated their blood glucose with a manual injection. Customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.